Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 196 mg/dl at the time of the call. The customer used glucose tablets and was given glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had sensor glucose versus blood glucose differences. The reservoir will not be returned for analysis.